Event description:
Pt reported that the pump and battery became warm to the touch. She denied bodily harm, due to the temperature. It was reported that the battery compartment was cracked and there was corrosion in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.